Event description:
Additional information was received on (B)(4) 2011 when it was reported that the patient's impedance resolved after surgery on (B)(6) 2011. The lead was replaced due to the high impedance and the generator was replaced for prophylactic reasons. The explanted generator and lead were returned for product analysis. A portion of the lead assembly body including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Since a portion of the lead assembly body including the electrode array section was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. The generator performed according to functional specifications and no eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
On (B)(6) 2011, the manufacturer's consultant reported that prior to the patient's prophylactic generator replacement surgery that day, she performed system diagnostics which revealed high impedance. The neurologist was not aware of the high impedance and could not say exactly when the last time diagnostics were performed on the patient. The mother reported that the patient hadn't been having any problems. The surgery was rescheduled for (B)(6) 2011 due to the need for a full revision surgery. The patient's generator was programmed to an output of 0ma because of the high impedance. The patient's mother reported that the patient falls a lot and she has to squeeze him very hard across the chest to hold and lift him so that could be the reason for a lead fracture. The patient's x-rays were received by the manufacturer and no gross lead discontinuities or sharp angles appeared to be present; however since the patient's electrode area could not be visualized in the x-rays and a portion of the lead was hidden behind the generator, commentary could not be made on those portions. It appeared that the connector pin was fully inserted into the connector block of the generator. A battery life calculation was performed which showed negative years until eri=yes. The full revision surgery took place on (B)(6) 2011 and the explanted lead and generator were returned to the manufacturer for product analysis on (B)(6) 2011 that has not yet been completed. When additional information is received, it will be reported.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.